Event description:
It was reported that the device was used during an unknown procedure. The device failed to fire on the 2nd firing, no staples or cut line. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged one piece sled. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Second. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Did not fire. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Not noted. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Not noted. Was there a recent conversion to ees devices in this account or with this surgeon? No. The instrument was received with no visual non-conformances. The device was loaded with an ecr60w unfired. Upon further inspection of the reload, the one-piece sled was found damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.